Manufacturer narrative:
Product event summary: an image and the pscc100 loop catheter with lot number 0012702711 was returned and analyzed. The returned image showed a loop catheter inside a bag: the loop was deployed and the array distal arm appeared to be bent. Lot and serial number are not visible. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment show that on the spiral array segment, the spiral array pebax tube was observed to be kinked. On the spiral array segment, the guidewire lumen was observed to be kinked at 0.3 in from the distal tip. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. In conclusion, the reported array kink was confirmed through analysis. The loop catheter failed the returned production inspection due to the spiral array pebax tube and guide wire lumen was observed to be kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, kinking of the distal end of the catheter occurred. After successful ablation of the patient's four pulmonary veins, isolation verification was attempted by switching the catheter from a spiral to a loop shape outside the flexcath contour sheath, but the catheter array did not assume the correct shape due to kinking at the distal part. After approximately four attempts, the catheter was unable to be returned to its correct shape to verify actual occlusion of the veins. Upon removal from the patient's body, kinking at the distal end of the catheter was observed. Functional testing was conducted during the procedure to verify pulmonary vein isolation and occlusion. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.